Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported via FDA medwatch letter (mw5094614) that the following incident occurred: the surgeon was utilizing an arthrex multi scorpion needle. Surgeon noted the tip was missing after the suture was placed. Unable to locate the tip and decision was made to not attempt to retrieve from the surgical wound. The FDA medwatch letter contained no facility or report name or contact information. Therefore, at this time it is not possible to match it to a prior report in the arthrex system and no follow up is possible.